Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after inserting the syringe needle through the cartridge septum, the cartridge could not be filled. There was no reported impact to blood glucose. No additional information was provided.